Event description:
It was reported by service report that the motor functions of the bed were not working. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
CPR reset switch.